Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 3708220 lot# serial# (B)(4) implanted: explanted: (B)(6) 2016 product type extension product ID 3888-45 lot# v516926 serial# implanted: (B)(6) 2010 explanted: (B)(6) 2016 product type lead product ID 3986a lot# n177350 serial# implanted: (B)(6) 2010 explanted: (B)(6) 2016 product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional (hcp) on (B)(6) 2017 that on (B)(6) 2016 the patient¿s lead was fractured and the patient was recommended for revision. The lead was explanted and replaced on (B)(6) 2016. The device was returned for archive/storage. It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider that reported that the lead fracture occurred around (B)(6) 2016 and the cause of the lead fracture was presumably spontaneous.

Manufacturer narrative:
Extsn 3708220: c300/stim extension/body/conductor/broken/at proximal side of transition ((B)(4)) lead 3888-45: c200/stim lead/proximal end/stretched ((B)(4)) lead 3986a: c200/stim lead/body/cut through, product segmented ((B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.